Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not boot, it powered up to an 8702 error which was attributed to a broken plastic standoff which was removed and replaced. Analysis also noted that the keyboard was separating at the front right area and it was also replaced.

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.